Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion knob would not function as expected. As a precautionary measure, the pump was moved to sucker position. The issue did not prevent the pump from being used, only occlusion was affected. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.